Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. After 3 years of implant the estimated remaining longevity was found at approximately 7 months. Boston scientific technical services (ts) reviewed device data noting power consumption had been increasing over the previous year; device replacement was recommended. A revision procedure was later performed wherein this device was explanted; no further details could be obtained. No adverse patient effects were reported.